Event description:
The field service center reported their was no audible alarm when "high pres" occurred. It is unk if the ventilator was connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na